Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Both caps remain intact and attached. The identified issues may activate the fiberlife function which would modulation the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber became "end firing". The case was aborted by the physician. Due to "last minute" scheduling of the pt a second fiber was not available. The pt was rescheduled for another appointment. There was no report of injury.